Event description:
A malfunction was reported on the customer's pump, but no notable events occurred before the issue. There was no adverse impact on the customer's blood glucose level. Reportedly, the pump was replaced to resolve the issue, and the customer would reach out to their hcp to obtain a backup method of insulin therapy.